Event description:
The customer contacted therakos to report clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported alarm #16: collect pressure and alarm #17: return pressure alarms and observed blood clotting in the return line when approximately 499 ml of whole blood had been processed. Clots were also found in the patient line, centrifuge bowl, and blood filter. The ecp treatment was aborted, and residual blood was not returned to the patient. The customer had used the wrong anticoagulant (heparin) concentration - 100 u/ml instead of 25000 u/ml. The customer returned photos for evaluation. The patient has been reported to have been stable. No patient harm has been reported.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p234 was conducted. There were no non-conformances associated with this complaint. This lot met all release requirements. A review of kit lot p234 shows no trends. Trends were reviewed for complaint categories alarm #16: collect pressure, alarm #17: return pressure and clot observed. No trends were detected for these complaint categories. Section 2-9 of the cellex operators manual for use with software 5.6 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The customer-provided photographs verify clots in the centrifuge bowl. The root cause for the clotting observed has determined to be use error because the customer used heparin with a concentration of 100 u/ml instead of 25,000 u/ml. No further action is required at this time; this investigation is now complete. (B)(4), (B)(6) 2026.